Event description:
During a programming session, communication issues were observed between the implant and the external equipment. A company representative performed device evaluation. The problem was confirmed. Explant surgery has been recommended.